Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter to treat atrial fibrillation (a fib) the patient experienced neurological changes. A CT scan and MRI were performed right away and had no abnormal findings. The patient was kept at the facility overnight. The symptoms resolved within 24 hours and the patient was discharged the next day considered fully recovered. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Correction to the initial and supplemental 011 MDR in block(s) d1 brand name, d2a common device name, pro code d2b.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter to treat atrial fibrillation (a fib) the patient experienced neurological changes. A CT scan and MRI were performed right away and had no abnormal findings. The patient was kept at the facility overnight. The symptoms resolved within 24 hours and the patient was discharged the next day considered fully recovered. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. It was further reported that the patient was restarted on apixaban earlier than planned and they were started on an aspirin regimen. The patient stayed at the hospital for two nights. They experienced right side weakness which has completely resolved but reported having difficulty with mental focus.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter to treat atrial fibrillation (a fib) the patient experienced neurological changes. A CT scan and MRI were performed right away and had no abnormal findings. The patient was kept at the facility overnight. The symptoms resolved within 24 hours and the patient was discharged the next day considered fully recovered. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. It was further reported that the patient was restarted on apixaban earlier than planned and they were started on an aspirin regimen. The patient stayed at the hospital for two nights. They experienced right side weakness which has completely resolved but reported having difficulty with mental focus. Any performance concerns.